Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
In situ measurements started to show affected channels in (B)(6) 2019. No trauma, accident or changes in health/medication were reported. No decrease in hearing performance with the device was experienced at first. In (B)(6) 2019, the additionally affected channels were disabled and the recipient reported good auditory perception. Since (B)(6) 2019 the recipient can hear only noise. The recipient was re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
In situ measurements started to show affected channels in (B)(6) 2019. No trauma, accident or changes in health/medication were reported. No decrease in hearing performance with the device was experienced at first. In (B)(6) 2019, the additionally affected channels were disabled and the recipient reported good auditory perception. Since (B)(6) 2019 the recipient can hear only noise. Re-implantation has been suggested. Following this advice the doctors and user will meet again in (B)(6) 2020 to discuss re-implantation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements started to show affected channels. No trauma, accident or changes in health/medication were reported. No decrease in hearing performance with the device was experienced at first. The affected channels were disabled and the recipient reports good auditory perception. Further check is planned in (B)(6) 2019.